Manufacturer narrative:
H3: product ID 97755-s serial# (B)(6). Recharger was returned and the analysis shows that high reading 100 low reading 100 white arrow is rubbing off. This does not impact on the functionality of the recharger found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having major problems with their equipment over the weekend. Patient described seeing a message to replace the controller batteries soon and something about an error. Patient spoke to manufacturer representative (rep) who had them reset the controller and this temporarily resolved; however, the issues reappeared. Patient stated yesterday the controller was fully charged and they plugged in the recharger and it located the implant and then said something about changing the battery in the controller and then the screen went black. Patient confirmed the controller was not unresponsive and they were able to wake it, but it would not be charging the implant. Patient stated, as a result, their implant battery is depleted and their normal pain of a 2 is past a 10. Patient added they have nothing else for the pain, as their healthcare provider (hcp) doesn't do pain meds. Patient confirmed no visible damage to the recharger, controller port, battery compartment, or battery pack. Patient noted the paddle would get warmer than normal when they were attempting to charge the implant and it would click, which they had not noticed before. Agent had patient clean components and reset the controller. Patient connected the recharger and reported the screen did not change from the manufacturer splash screen. Agent had patient unplug and replug the recharger; patient again reported the screen did not change. Agent sent request to repair for replacement recharger. Patient mentioned they have big issues with their knees and their lymphedema is so bad they can't fix their knees with surgery and this makes everything hurt more. Patient mentioned they are on other medications. Patient commented a slimmer controller case would be nice for fitting in a purse.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and inquired where their package was and patient was told they had to sign for the package and stay home for today. Agent reviewed with patient that the previous agent did not request for signature and may just have been a misunderstanding with shipping information. Agent reviewed with the patient that package was out for delivery and agent provided tracking number to patient. Patient mentioned they cried getting out of the car because their back hurt so bad and didn't realize how much the implant did for them until they couldn't charge their implant.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back, repeated previously documented information, and reported that the replace controller batteries message continued even after using the replacement recharger, along with the error message "software problem: 1_intellis, 2_3.6, 3_1546, 4_app_manager.c." Pt stated that the screen turns white when attempting to charge the ins and then shows finished charging after about 10 minutes even though the ins is not fully charged. Pt reported increased pain due to the ongoing issues and added that the relay box near the end of the recharger cord becomes hot during charging. Agent sent a repair request to replace both the controller and the recharger. Patient called back stating they received their controller replacement, but they did not receive a new battery. Patient asked how often they would need to replace the aa batteries. Agent reviewed for patient to insert li battery pack. Patient repeated how they saw replace controller batteries. Agent assured patient that message was unrelated to li battery pack. Patient asked about pairing process.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97755-s lot# serial# (B)(6) , revealed no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the device was not holding the charge. It kept turning off the device. The steps taken to resolve the issue is obtained the new recharging new cord. Once I was able to recharge the battery, the pain almost got to when it needed to go, it took a couple of days to get my pain from a10 to a4.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.